Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set and cartridge change, the pump¿s piston failed to rewind properly, the cartridge plunger became stuck and then fell out of the device and repeated restart attempts produced an ¿unable to proceed¿ message, consistent with an insulin delivery mechanism malfunction and shaft/encoder failure. Symptoms included no adverse clinical effects, with blood glucose reported at 152 mg/dl. Outcomes included use of backup insulin via pen and shipment of a replacement device. Investigation included customer support troubleshooting and education, multiple device restarts, and arrangement for device return. Investigation of this device revealed a failure of the pump drive system consistent with a shaft encoder or piston mechanism fault that prevented proper cartridge engagement and delivery readiness. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the drive/encoder system.